Event description:
It was reported that while using day aligners, the patient #7 top aligner was cutting into the gums above the front two teeth. The paitent reported slight gum recession in that area and believed the aligners were worsening the condition. The patient also noticed not much straightening of the teeth and and was not satisfied with the progress.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.